Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to follow up in clinic. Upon interrogation, it was noted that atrial lead exhibited decreased sensing and high capture threshold. The lead was explanted and replaced. The patient remained stable throughout until subsequent discharge from the facility¿s post operative recovery unit.